Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Exact date of postoperative plate breakage is unknown. However, the breakage likely occurred between (B)(6) 2015 (when x-ray image confirmed intact plate) and (B)(6) 2015 (date ¿pop¿ heard). Additional product codes for this report include hrs and hwc. Per facility, the complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: december 5, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a left 4.5mm variable angle-locking compression (va-lcp) curved condylar plate on (B)(6) 2015. A routine post-operative x-ray image was taken on (B)(6) 2015, which showed an intact plate and screws. On (B)(6) 2015, the patient was reportedly walking when a "pop" sound was heard. Plate breakage was thereafter confirmed. A revision procedure was required in order to remove the broken plate and treat a left distal non-union. On (B)(6) 2015, the patient underwent the procedure. The broken plate and eleven (11) intact screws were removed. The patient was revised with a lag screw and a similar plate of greater length to better hold the fracture. This report is 1 of 1 for (B)(4).